Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. Review of the attached images could not confirm the reported complaint. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article abstract entitled, ¿occult hip prosthetic loosening diagnosed by [18f] fluoride-pet/CT¿ by gösta ullmark, md, phd, published by arthroplasty today (2020), vol. 6. Pp. 548-551, was reviewed. The purpose of this article was to use the [18f] fluoride metabolite combined with computerized tomography (f-pet/CT) to analyze the accuracy of predicting aseptic loosening after surgery for total hip arthroplasty in 44 patients. The authors used cemented and cementless tha components from a variety of manufacturers. There were 9 corail stem included in the study, the remaining products used were manufactured by a competitor. This complaint will capture the results of the 5 revisions performed. The authors did not specify the manufacturer of the stem that was revised. The actual number of revised corail stems is unknown. Results: case 1: patient received a stem revision to treat pain secondary to loosening of the stem. At the bone to implant interface. The patient received a competitor cemented stem. No additional information is available.